Event description:
It was reported that the customer received an alert and the insulin pump stopped working. He was unable to get it back up again. The customer did not remember what the alert was. His blood glucose level was around 170 mg/dl. The insulin pump did not have a battery in it. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.